Manufacturer narrative:
No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure the 2d imaging was functioning normally but the 3d imaging became unresponsive during scan at the end of surgery and would not reboot. "An error has occurred that may have damaged the system's integrity please restart imaging system and mobile view station (mvs)" error message was displayed. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that an error occurred on the database of the imaging system. It was reported that the computer of the imaging system would remain on the last step of saving 3d image acquisitions on the imaging system. The backup database was installed onto the imaging system as well as the application software being reinstalled on the imaging system to restore functionality.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.